Event description:
The pt called alleging that the meter would not power on. The pt experienced shakiness and visited the physician and did not receive any treatment. The pt replaced the battery and meter still did not power on. The condition of the battery contacts was good. The meter would not power on by pressing the power button. Based on the info provided, this case is being reported as a malfunction, since the power issue was not resolved.